Event description:
It was reported there was an eri (replacement indicator) message. A longevity calculation was performed to estimate ins battery life. Prog 1: 2.0v, 60 hz, 60 pw, 3 electrodes (2-,1+), group imp: 1090 ohms. Prog 2: .9v, 60 hz, 60 pw, 3 electrodes (2-,1+), group imped: 1395 ohms, used 24hr/day. Est longevity= >120 months. Battery lasted 2 yrs. The eri was seen on her patient programmer 2 weeks ago. There was an impedance issue with a reading >20000 ohms. Everything with electrode 13 was >20,000 ohms. Everything else was within normal range. There were no impedances lower than 592 ohms. Battery voltage was 2.455 v. Follow up reporting noted that they were explanting and replacing the battery on (B)(4) 2012. Device history registration noted the battery was replaced on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product typ lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product typ lead product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found an anomaly, but the cause was unknown. Analysis of the lead (product # 3778-45) found the distal end to be broken. The #5 conductor was broken 3.8 cm from the distal end at the proximal edge of the #5 electrode sleeve.

Event description:
Additional information received reported the patient had not been programmed higher than 2 volts. One of the leads was explanted at the time the battery was replaced, but the left lead remained implanted.